Event description:
It was reported that the system was explanted due to shocking. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).